Event description:
Infusion pump with a 500 failure code. The technician stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure occurred during biomed testing. No details were given regarding the problem or testing being performed during failure. Additional contact information was requested, but not provided.